Manufacturer narrative:
The following additional information was received and is included in this report: revision due to "foreign body sensation" and pain. Other additional information was requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted docprice vario subtalar, ti-screw, cannulated, 10-13mm on an unknown side on (B)(6) 2012 and the patient underwent revision surgery on (B)(6) 2013 due to dislocation. It was also reported that the revision surgery was performed due to foreign body sensation and pain.

Manufacturer narrative:
The case wa reopened as the lot number of the device became known. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. The device was manufactured in the third quarter of 2012. Zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Some additional information for the case were received and is included in this report. Other additional information is currently not available. As no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information was requested and is currently not available. Trend analysis: no trend considering the following event is identified: revision due to implantation not optimal, screw too small. Event summary: it was reported that the vario subtalar screw has been implanted on (B)(6) 2012 and revised on (B)(6) 2013 due to a not optimal implantation and as the screw has been too small. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: surgical technique: the surgical technique "vario subtalar screw system" has been reviewed. It is stated "on average, the vario subtalar screw is removed 2-3 years after surgery". Root cause analysis: root cause determination using rmw: pain, migration due to lack of adequate design of mating components. Not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of surgery due to wrong selection of components or use in combination with device outside the system. Possible, as it cannot be excluded based on the available information. Wrong positioned screw, leading to no or wrong correction due to repositioning without image intensifier. Possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Wrong positioning of subtalar arthroereisis due to the image intensifier is not used. Introducing of the docpricetm vario subtalar screw without guide wire. Possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Wrong positioning of subtalar arthroereisis due to the screw cannot be placed in the desired position. Possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Insufficient correction due to the docpricetm vario subtalar screw is turned counter-clockwise and the screw head (mechanism) is not opened. Possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Insufficient correction due to the subtalar screwdriver is not introduced in the impactor. Possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Insufficient correction due to the image intensifier is not used to check correct screw placement. Possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Conclusion summary: it was reported that a (B)(6) year old patient has been implanted with a vario subtalar screw ø10-13mm on (B)(6) 2012 and revised on (B)(6) 2013 due to a not optimal implantation and as the screw has been too small. The product has not been returned for an investigation. Moreover, no x-rays or surgical notes have been provided. No further events have been reported for this part number. Moreover, it was reported that the revision was due to a not optimal implantation and as a too small size of the screw has been chosen. Therefore an implant failure can be excluded and the event is most likely user caused. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
After about 9 months, a revision surgery was performed because suboptimal implantation and too small screw used.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted docprice vario subtalar, ti-screw, cannulated, 10-13mm on an unknown side on (B)(6) 2012 and the patient underwent revision surgery on (B)(6) 2013 due to dislocation.